Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the physician stated in an online survey that no, they did not agree that they were able to successfully place the foley catheter in a patient because of gesture made by doctor in relation to biocath foley catheter preconnected to a bardia 2l bedside bag, standard length, french size 16.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be incorrect dipping parameter. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. The instructions for use were found adequate and state the following: "for urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. " h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician stated in an online survey that no, they did not agree that they were able to successfully place the foley catheter in a patient because of gesture made by doctor in relation to biocath foley catheter preconnected to a bardia 2l bedside bag, standard length, french size 16.